Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that, 4 months after the dental implant was installed in intraoral region #29, its non-osseointegration was observed. The patient presented bone type ii.

Manufacturer narrative:
(B)(4). After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #29, its non-osseointegration was observed. The patient presented bone type ii.